Manufacturer narrative:
Investigation is complete, and the b5 and h codes have been updated to reflect investigation results.

Event description:
It was originally reported that the user facility had a safety concern regarding an unknown device, but did not provide any specific defect/malfunction details. Upon further communication with the user facility, it was reported that the device was experiencing reduced/inadequate brake force. Additionally, the user facility stated that the alleged injury did not occur on this device. The device the injury occurred on was not a stryker product.

Event description:
It was reported that the user facility has a safety concern regarding an unknown device, but did not provide any specific defect/malfunction details. It was further reported that an injury occurred, but no further details regarding severity or treatment of the injury have been reported at this time.